Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. While ablating the patient had a small perforation noted. The perforation was confirmed when the patient's blood pressure dropped and confirmed via the ice catheter. It was noted the patient had a pleural effusion. The patient had a pericardiocentesis and they are unsure of how much fluid was removed from the patient. The effusion started to fill up again and the patient went to surgery for a "window". The patient was stable later that day and they have been discharged from the hospital. The maximum watts used during ablation was 35 watts. Additional information: regarding complaint details: alert date (B)(6) 2021: I actually looked at my schedule incorrect it was (B)(6) 2021. I was not able to report it that day and I simply forgot following that day. Once I realized I never called it in I called it in immediately. Event date (mm/dd/yyyy) the adverse event occurred: (B)(6) 2021. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Intervention provided: pericardiocentesis and window procedure. Patient outcome of the adverse event: fully recovered (no residual effects). It is unknown if the patient required extended hospitalization because of the adverse event. Generator information: smartablate g4c-4276-a. A transseptal puncture was not performed. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. An irrigated catheter was used and the flow setting: standard flow rate for stsf. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features: graph, dashboard, vector & visitag with the visitag module parameters for stability: 2mm, 3 sec, 25% at 3g and no additional filter used with the visitag. Color options used prospectively: tag index.. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2021, the product investigation was completed. It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. While ablating the patient had a small perforation noted. The perforation was confirmed when the patient's blood pressure dropped and confirmed via the ice catheter. It was noted the patient had a pleural effusion. The patient had a pericardiocentesis and they are unsure of how much fluid was removed from the patient. The effusion started to fill up again and the patient went to surgery for a "window". The patient was stable later that day and they have been discharged from the hospital. The maximum watts used during ablation was 35 watts. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A deflection test, screening test, magnetic sensor functionality test, temperature and impedance test, electrical test, coolflow pump test, patency flow test were performed, and the device performed correctly, no issues were observed. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30579756l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).